Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right deep femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon ruptured upon initial inflation at 6 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.